Event description:
Rv and ra increase in impedance, high thresholds, over-sensing on ra and rv. Ffrw on ra, potential for loc. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).